Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 01/29/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Corrected information: h6; 3189 - surgical intervention. Additional information: d4, d10, g1, h4.

Manufacturer narrative:
Product complaint # (B)(4). It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and the mesh was implanted. It was reported that after a number of years the patient developed a very large seroma in the abdomen which was required to be removed by surgery and part of the mesh removed not all mesh was able to be removed due to the mesh being fused close to a main artery. It was reported that the procedure involved a robotic assisted excision of mesh from left groin and drainage of intraperitoneal seroma plus flexible cystoscopy. It was also reported that the wall of the seroma consisted of fibrous tissue merging with adipose tissue on one side and on the interior there is no specific epithelial lining just an occasional fibrohistiocytic cell. The fibrous wall contained many fragments of suture material sometimes associated with macrophage giant cells.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Questions for patient: if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? Questions for doctor: the patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications please provide product code. Please confirm correct lot number. (#uh9m1 and # ea6mmlkao does not generate in our system) what is physician¿s opinion as to the etiology of or contributing factors to this event what is the patient's current status? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2012 and the mesh was implanted. It was reported that after a number of years the patient developed a very large seroma in the abdomen which was required to be removed by surgery and part of the mesh removed not all mesh was able to be removed due to the mesh being fused close to a main artery.